Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display ws scratched. There was evidence of moisture in the battery and cartridge compartments. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2016 with the following findings: a visual inspection of the pump showed that the display lens was scratched; evidence of moisture was observed under the display lens. The battery compartment was cracked; the pump failed a leak test due to this. The pump cover was opened and moisture was found on the display and continuous glucose monitoring board.